Manufacturer narrative:
The patient was admitted with unknown diagnosis and an angiogram revealed lesions in multiple vessels. Percutaneous coronary intervention was conducted. A crs18300 cypher stent was deployed at 12 atmospheres in the proximal left anterior descending artery. Two crs13250 cypher stents were deployed at 12/14 atmospheres in the mid/distal lad. A crs23350 and crs23300 were deployed at 14/18 atmospheres in the obtuse marginal branches. The proximal circumflex and the right postero-descending artery were treated with balloon angioplasty. The total amount of contrast was 600cc. Ck and troponin t enzymes measured at 6/12 hours post-procedure were normal for ck and troponin, but t values were elevated. During the hospitalization, the patient had an allergic reaction and pulmonary crepitations that were considered non-serious adverse events. The patient had an elevation of the hepatic enzyme that required medication change. The patient was discharged home without anginal complaints. No cardiac enzymes measured at discharge. The medication regimen at discharge was calcium antagonist. The patient did not receive clopidogrel, but the patient was treated with heparin for five days post discharge and then ticlopidine was restarted. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note, this device, catalog no. Crs18300, is not distributed in the united states; however, it is similar to u.s. Product cxs18300.

Event description:
Per the study, 37 months after undergoing multiple cypher stents placement, the subject developed an episode of thoracic pain after effort. The pain goes away at rest (+/-1hour). One month after this episode, the patient was hospitalized for angina. The stress test was negative for angina, but positive for ischemia. The results of the angiography were as follows: the left main was patent, the circumflex was 100% occluded, the rca was patent, but had a 30% lesion at the pre-crux, the proximal lad had a 75% in-segment restenosis at the proximal edge of the previously implanted stent and a 30% restenosis on distal edge of previously implanted stent. The 75% restenois was type b1, no calcification, no thrombosis. The lesion was treated by implantation of new cypher stent (crs 13300). The procedure was successful. Subject was discharged in good condition and was advised to have regular controls.